Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the cause of the patient's pain was unknown. It was unknown if the event was related to the implantable neurostimulator (ins) placement or positioning or integration with patient physiology. It was unknown if the device was properly situated in the pocket.

Event description:
It was reported that the patient experienced pain at the stimulator level, right side. The patient experienced pain and functional impotence. Interventions included repositioning on (B)(6) 2013 of the stimulator. The patient was antalgic. The patient was hospitalized from (B)(6) 2013 until (B)(6) 2013. The patient¿s status at the time of report was alive with no injury. The patient¿s medical history included chronic neuropathic pain, chronic radiculalgia, peripheric nervous lesions, and post-trauma or post-surgical. The event was serious and unknown if the event was related to the procedure or device. The event resolved.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, implanted: (B)(6) 2013, product type: lead. (B)(4).